Event description:
The wife of the pt reported that he was trying switch to his back-up infusion device. The pt has not used this device for the last 14 months, and stated that the device would continue to retract although the position rod was fully retracted. The device did not display any alarms. The pt's blood glucose was not affected. No medical attention was necessary. The product has been requested for return to be evaluated.